Event description:
It was reported that a balloon burst occurred. The 68mm x 8.2mm, eccentric, 75% re-stenosed target lesion was located at the moderately tortuous and moderately calcified arteriovenous shunt with significant bend of >45 and <90 degree. During the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).